Manufacturer narrative:
This report is being submitted to correct the health professional (e2) and the occupation (e3) in section e. Initial reporter and the report source (g2) in section g. All manufacturers.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise on all channels which led to false atrial tachy response (atr) events. Technical services (ts) was contacted and reviewed the data available. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise on all channels which led to false atrial tachy response (atr) events. Technical services (ts) was contacted and reviewed the data available. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise on all channels which led to false atrial tachy response (atr) events. Technical services (ts) was contacted and reviewed the data available. This crt-d remains in service. No adverse patient effects were reported.